Event description:
Follow-up identified the patient underwent surgical intervention to explant the lead and ipg. The manufacturer's representative was not present at the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced soreness at the ipg site due to its location. Surgical intervention may be undertaken to address the issue.